Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus of 10 units. Review of the pump bolus history showed that a bolus of 10 units had been delivered. At the time of the reported event, the customer's blood glucose (bg) level was 119 mg/dl with 9.99 units of insulin on board (iob). Reportedly, the customer consulted with health care provider regarding diabetes management.